Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys locked up. There is report of pt injury or death.